Event description:
The facility reported an infusion pump with the flow rate too high. The facility biomedical technician noted that he set the pump rate to run at 200 ml/hr and it was reading 213 ml/hr, and the solution was set at 33.3 ml and read 35.4 ml. The event was reported to have occurred during biomed testing. According to the hospital representative, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for eval, but has not yet been received. Should the pump be received for eval, a follow-up report will be filed upon completion of the eval or if additional info becomes available.